Event description:
It was reported that the customer received an alarm and the display went blank on the insulin pump. Customer's blood glucose was 71 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with full black screen due to faulty connector on interface board. The insulin pump was unable to verify alarm due to full black screen. No blank display noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.